Event description:
The rn screwed into the 100ml 5% dextrose IV bag the appropriate medication delivery bottle which contained the powered diltiazem. The inner plug/stopper was pulled as per the instructions however the gray part of the stopper remained attached to the bottle therefore the IV fluid could not be squeezed into the medication bottle for dilution and delivery.

Event description:
The rn screwed into the 100ml 5% dextrose IV bag the appropriate medication delivery bottle which contained the powered diltiazem. The inner plug/stopper was pulled as per the instructions however the gray part of the stopper remained attached to the bottle therefore the IV fluid could not be squeezed into the medication bottle for dilution and delivery.